Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. A review of the transmission revealed the implantable cardiac monitor (icm) exhibited sensing issue which led to episodes of false atrial fibrillation (af) episodes. Programming changes were made. The patient was stable.